Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative reported that they the adjusted the door slide mechanism hardware. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that upon un-crating of the imaging system, the gantry door was not opening. Battery was charged. This issue occurred outside of procedure. There was no patient present when this issue was identified.